Manufacturer narrative:
The product associated with this complaint has not been returned. The fractured portion of the screw remains inside the implant. Evidence of the fractured screw has been observed through provided radiographs. A screw removal kit has been provided by biomet 3i customer service. No lot or order number has been provided.. A review of the product¿s complaint history in etq did not provide any indication of a manufacturing deviation that would contribute to this event. No definitive root cause has been determined.

Event description:
The dentist reported that the screw broke within the implant and was not able to retrieved the fractured screw. Dr. Inherited this case so he could not provide a ref# for the implants but it is known that both implants have a 4.0 body implant with a 4.1 restorative platform. The screws look like biomet 3i's unit (titanium screw).